Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance synergy washer and found the root cause is likely attributed to a broken weld underneath the gutter causing the door seal to not sit properly. While onsite, the technician was informed that the user facility was aware of the leak and continued to use the reliance synergy washer. The technician was informed that the user facility's reliance synergy washer is a high usage unit and runs approximately 24 hours a day. The unit was installed in 2009. The washer was removed from service and the user facility ordered a replacement washer.

Event description:
The user facility reported that an employee slipped and fell on water leaking from their reliance synergy washer. Medical treatment was sought and administered.